Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed by medical review. Method & results: product evaluation and results: visual, dimensional, functional and material analysis not be performed as the device is not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant rejected and stated that - provided x-ray image confirms fracture, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: a review of the device history records could not be performed as lot information was not provided. Complaint history review: a complaint history review could not be performed as lot code information was unknown. Conclusions: it was reported that the patient right hip was revised due to sudden pain. The event was confirmed by medical review. A review of the provided medical records and/or x-rays by a clinical consultant rejected and stated that - provided x-ray image confirms fracture, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. The event could not be confirmed nor the exact cause of the event could be determined because insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had hip surgery 1996, now patient suddenly got pain in right hip, no trauma. Came in to emergency on the 17th of february. X-ray showed broken stem. Had stem and cup revision on the 20th of feb. In with a new cement in cement exeter. Update per response: shell revised: "radioulucent lines, not sure it was well fixed. The surgeon did not want to do another revision if the shell came loose later on."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had hip surgery 1996, now patient suddenly got pain in right hip, no trauma. Came in to emergency on the (B)(6). X-ray showed broken stem. Had stem and cup revision on the (B)(6). In with a new cement in cement exeter. Update per response: shell revised: "radioulucent lines, not sure it was well fixed. The surgeon did not want to do another revision if the shell came loose later on."